Manufacturer narrative:
The insulin pump had unresponsive up and down arrow buttons due to flattened dome switches. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up and down arrow buttons were not responding. Customer's blood glucose was 155 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.